Event description:
Supplemental report is being filed as additional information was received indicating that dislodgement was confirmed through fluoroscopy. Hence, this rv lead was repositioned. Hence, decision type was change to serious injury. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead was dislodged. Moreover, the patient with this rv lead had complete heart block with escape rhythm and some wenckebach. The physician wanted to program left ventricular (lv) pacing only, but cannot do it with the patient's device. Further, the rv lead output will be dropped and it was observed that there was no tachy therapy but the rv lead was not sensing appropriately. To date, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. Moreover, the patient with this rv lead had complete heart block with escape rhythm and some wenkebach. The physician wanted to program left ventricular (lv) pacing only, but cannot do it with the patient's device. Further, the rv lead output will be dropped and it was observed that there was no tachy therapy but the rv lead was not sensing appropriately. To date, this rv lead remains in service. No adverse patient effects were reported.